Manufacturer narrative:
Product is export only. No 510(k). The device history was reviewed and showed the device was manufactured according to the specification. Based on the information provided, it does not appear that the report was device related.

Event description:
A hip screw was implanted on (B)(6) 2017. One week after, the screw had not obtained sufficient stability which led to cancellous cut out. On (B)(6) 2017, the screw was removed and a total hip arthroplasty was performed. The report was attributed to the patient's poor bone quality and not the product.